Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment. The batteries were low. The medtronic representative replaced the x-ray and motion batteries. Then tested the charge system, motion and drive. The imaging system then passed the system checkout and was found to be fully functional. No parts have been received by the manufacturer for evaluation.

Event description:
A site representative reported that on monday, (B)(6) 2017, the imaging system's battery was found to not be fully charging. It had been plugged in all weekend but was only charged to three bars. There was no patient present when this issue was identified.